Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that while charging the pump battery, the pump shut off unexpectedly. There was no reported adverse impact to customer's blood glucose. Customer turned pump back on and battery was fully charged. Reportedly, customer continued pump therapy.